Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 with complain of pain around the implantable cardiac monitor (icm) insertion area. The physician decided to explant the icm. The icm was explanted and replaced on (B)(6) 2021. There were no adverse consequences to the patient.